Event description:
It was reported that stent damage occurred requiring additional intervention. Vascular access was via antegrade approach. The 30-50% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac artery. A 10x60x120 epic self expanding stent was selected for use in an iliac artery angioplasty. During deployment, it was noted that the stent was kinked from middle portion of the stent, and the stent was not fully expanded. The stent was inside the patient and another stent was implanted to cover the remaining lesion. There was no damage noted with the delivery system. No patient complications were reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).